Event description:
It was reported that after the fiber was inserted to the laser console, it seemed that it was not conducting energy properly. There was no tension between the surgeon's end of the fiber, and the part that plugs into the holmium laser. Approximately 10 minutes into the procedure, the surgeon needed more power, and the fiber was unable to produce it. The nurse unplugged the laser fiber to replace it with a new one and got burnt because the hub was extremely hot. Further inspection revealed that the part between the green hub, and the black conduction plastic around the hub, had split. It was noted that when the fiber was initially plugged in, there were no obvious areas of weakness or damaged areas in the fiber.

Manufacturer narrative:
With the available information, the cause that contributed to the reported event cannot be established as the device is not available for analysis. According to the device instructions for use (IFU), in the event of reduced or no laser energy output during application the fiber connector may be hot to touch. In addition, thermal damage is a known risk associated with this device type and procedure and is noted as such in the IFU.

Event description:
It was reported that after the fiber was inserted to the laser console, it seemed that it was not conducting energy properly. There was no tension between the surgeon's end of the fiber, and the part that plugs into the holmium laser. Approximately 10 minutes into the procedure, the surgeon needed more power, and the fiber was unable to produce it. The nurse unplugged the laser fiber to replace it with a new one and got burnt because the hub was extremely hot. Further inspection revealed that the part between the green hub, and the black conduction plastic around the hub, had split. It was noted that when the fiber was initially plugged in, there were no obvious areas of weakness or damaged areas in the fiber.